Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient had a symptomatic hemorrhage around the strip electrode covering the left posterior superior temporal gyrus. It appears the patient had MRI performed on (B)(6) 2025. The results of the MRI were not provided. The patient was hospitalized for 6 days for observation. No surgical evacuation was needed. No other treatment was indicated. No residual neurological sequelae were observed. The physician reported that he was not entirely certain that it was an rns system related event, but other causes of hemorrhage had been ruled out.

Event description:
On (B)(6) 2025, the patient had a symptomatic hemorrhage around the strip electrode covering the left posterior superior temporal gyrus. The physician reported that he was not entirely certain that it was an rns system related event, but other causes of hemorrhage had been ruled out. The patient was hospitalized for 6 days. No surgical evacuation was needed. No other treatment was indicated. Device diagnostics and programming were performed to support clinical evaluation. No residual neurological sequelae were observed. The rns system remained implanted.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.